Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2015 with the following findings: the pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery compartment had a crack observed below the grip pad. There was evidence of moisture contamination on the underside of the battery cap. The pump's black box showed one pump reboot event on 11/05/2014 and multiple pump reboot events on 11/10/2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during the investigation. A leak test showed that there was a leak at the battery compartment crack. There was evidence of additional moisture contamination inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had no power. The reporter also stated that the battery compartment was damaged and there was evidence of moisture inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.